Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump the battery compartment was observed to have multiple cracks. There was moisture observed in the battery compartment. No moisture was observed in the display. A leak test was performed and a leak in the audio bolus button cover was detected. The audio bolus button cover removed and there was contamination found under the audio bolus button contact. The pump case was opened and no moisture was observed inside the pump. Unrelated to the complaint, evaluation revealed that there was clear shipping tape noted around the perimeter of the pump.